Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the right eye of a surgeon side console (ssc) high resolution stereo viewer (hrsv) was black. The customer did not determine which ssc had the issue. The technical support engineer (tse) advised the customer to hard power cycle the ssc when possible. The customer understood and ended the call. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and found the video signal was intermittently getting lost. The fse replaced the surgeon side console (ssc) high resolution stereo viewer (hrsv) monitor to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our printed circuit assembly (pca) test system. Started up without any errors. The image quality was sharp, no noise, and not tinted. Did not notice any red image. The system idled for 1 hour and visually verified that there were no issues. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.